Event description:
Additional information was received that prior to deployment, it was unclear if right femoral artery or left femoral artery was used as the access site and a pre-implant balloon aortic valvuloplasty was not performed. A medtronic confida guidewire was used during the procedure. During deployment using the cuspal overlap technique, the implanting physician was meticulous and slow deployment of the valve was observed. Subsequently, the valve was implant in the native annulus. The delivery catheter system (dcs) was not twisted or torqued at any point during deployment but there was some manipulation to get the marker band in the proper position in the descending aorta prior to crossing the aortic arch. Prior to slowly withdrawing the dcs, extra care was taken to centralize the nose cone within the frame inflow by slightly retracting the guidewire. Per the physician, the cause of the dislodgement was due to a bend in the ascending aorta above the sinotubular junction. In addition, the patient¿s tortuous bend in the ascending aorta contributed to the dislodgement. No additional procedural observations were made that may have impacted the event. No adverse patient effects were reported.

Manufacturer narrative:
Concomitant products product ID gwbc30 (lot: unknown); product type: guidewire; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0011936553); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged into the ascending aorta after release of the valve. In reviewing the film, it appears the non ¿c¿ tab might not have been released when the delivery catheter system (dcs) was withdrawn. The valve was left just above the sinotubular junction in the ascending aorta. The valve was snared, and a second valve was successfully implanted into the aortic valve position using a new dcs and a new loading system. It was noted that the outflow portion of the second valve overlapped the dislodged valve which remained very stable. After being intubated and receiving diuretics overnight, the patient was extubated the next morning and was doing great. The patient¿s hemodynamics was good. No additional adverse patient effects were reported.